Manufacturer narrative:
Identified product does not belong to bd.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leakage at adapter tubing junction. On the 26th, the patient suffered from osteoarthritis in both knees and used a closed intravenous indwelling needle for infusion. During the process, the indwelling needle leaked and was removed, replaced, and inserted for a second infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.